Event description:
It was reported that guidewire entrapment and fracture occurred while the fractured fragment remained inside the patient. The target lesion was located in the middle left circumflex (lcx) artery with 80% proximal stenosis and 50% middle stenosis. A 190cm, straight-tip samurai guidewire was placed in an obtuse marginal (om) for side branch protection for the placement of two non boston scientific (bsc) stents. After the second non-bsc stent was placed, when extracting the samurai, it got stuck under the proximal stent. The physician then used a non-bsc balloon (1.0x8mm) to protect and attempt to remove the samurai. The samurai then fractured about 4cm from the tip, which was not able to be removed. Therefore, the physician then used a bsc promus premier stent to press the fractured samurai fragment on the patient vessel wall. The procedure was completed with this device and there were no complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: samurai, 190cm, straight-tip was returned for evaluation. Observation of the product revealed that the core was severed at about 7 mm from the distal tip. Also, at about 40mm from the distal tip, the platinum and inner stainless-steel coils were stretched in the direction of the tip and severed. The tip of the wire was missing.

Event description:
It was reported that guidewire entrapment and fracture occurred while the fractured fragment remained inside the patient. The target lesion was located in the middle left circumflex (lcx) artery with 80% proximal stenosis and 50% middle stenosis. A 190cm, straight-tip samurai guidewire was placed in an obtuse marginal (om) for side branch protection for the placement of two non boston scientific (bsc) stents. After the second non-bsc stent was placed, when extracting the samurai, it got stuck under the proximal stent. The physician then used a non-bsc balloon (1.0x8mm) to protect and attempt to remove the samurai. The samurai then fractured about 4cm from the tip, which was not able to be removed. Therefore, the physician then used a bsc promus premier stent to press the fractured samurai fragment on the patient vessel wall. The procedure was completed with this device and there were no complications reported and the patient was stable.